Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are broken in the gusset area (returned). The optic is cut into multiple pieces, typical of insertion and removal. The optic is severely damaged with some optic portions missing (not returned). Any of the observed damage could have been interpreted as the reported complaint. A used non-qualified cartridge was returned. An inadequate amount of viscoelastic was observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. No tip damage observed. All product and batch history records are quality reviewed prior to product release. Non-qualified associated products were indicated. The lens models is not qualified for use with the returned cartridge. The root cause may be related to a failure to follow the dfu. The file indicates the use of a non-qualified lens/cartridge combination. The use of non-qualified products may result in lens delivery difficulties and/or lens damage. In addition, an inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that after an intraocular lens was loaded in a cartridge and delivered into an eye, a hole was seen in the lens. The lens was removed and another lens implanted instead.